Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. No mode switch episodes recorded. Parameter changes trend shows a device interrogation occurred on (B)(6) 2014 and the pacing mode remained unchanged.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had polarity switched. The device was reprogrammed and remains in use. It was further reported that the right ventricular (rv) lead had polarity switched. Lead trends show no abnormalities in the lead. The lead tested normal and was reprogrammed to sensing and pacing in bipolar polarity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5026-58 lead implanted: (B)(6) 1988. (B)(4).